Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). (B)(4) used for medical device removal, elevated metal ions, surgical intervention.

Event description:
After review of medical records, patient was revised to addressed failed right total hip arthroplasty secondary to adverse metal reaction. Prior to revision found to have a minimal displaced greater trochanteric fracture, minimal discomfort, pseudotumor and elevated cobalt chromium levels. Revision notes indicated significant bursitis with a lot of purulent fluid. There was significant posterior wall erosion of the capsule with significant loss of bone, however the cup remained stable. There was significant corrosion at the head-neck junction. Added date of birth of patient, medical history, expiration date of liner and head. Also added cup and stem due to new allegation. Doi: (B)(6) 2010; dor: (B)(6) 2019; right hip. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
The patient was revised to address pain. Right hip.